Event description:
Additional information received reported the patient's physician had not seen the patient since "(B)(6) 2011" (date unclearly written), and that the patient had turned the device off. It was noted the patient was given perioperative antibiotics, but no infection was documented. It was unknown what treatment was instituted for the infection and the patient's outcome was unknown.

Event description:
It was reported that the patient has had "a lot" of infections. No details about the infections were provided. The patient saw a commercial on television about "a recall" and wanted to know if her device had been recalled. No further information about the event was reported. If more information is provided, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v466208, implanted: 2010-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).